Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. Drive/motor was inspected and no drive/motor anomaly was noted. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose of unknown mg/dl. The customer had symptoms such as nausea and vomited of their blood glucose levels. The customer treated with the manually bolus of 30 units. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 142 mg/dl. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was normal. Customer was explained about the 2 high blood glucose rule. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Troubleshooting was performed for low blood glucose. The customer treated at the emergency medical service dispatched for low blood glucose. The customer had visited to emergency room and was hospitalized. The blood glucose value when admitted to hospital was unknown. The customer complained about low blood glucose. The customer was wearing the pump at time of hospitalization. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.